Manufacturer narrative:
The customer rand controls that day with acceptable results: at 3:24 am level 1 read 45 mg/dl (30 mg/dl - 60 mg/dl). At 3:25 am level 2 read 293 mg/dl (261 mg/dl - 353 mg/dl). The customer¿s strips and meter were requested for return. The vial of strips are no longer available. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant glucose result with accu-chek inform ii meter serial numbers. At 5:58 pm the meter result was 194 mg/dl. This result was seen as too high. It was noted that the patient had symptoms of hypoglycemia. At 6:12 pm the meter result was 38 mg/dl and at 6:13 pm the result was 29 mg/dl at 7:04 pm a lab was collected and reported back at 7:11 pm as 113 mg/dl the patient is currently okay and since been discharged.